Manufacturer narrative:
The device was received but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when an emerald dgw .035 fc str 150cm tef guidewire was taken out from its pouch, plenty of foreign material was confirmed inside the pouch. The foreign material was black, and seemed like some powder. Therefore, it was replaced with a new guide wire.  The procedure finished successfully. There was no reported patient injury. The product was not clinically used and it will be returned for analysis. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The intended procedure was unknown. It is unknown if there were any damages noted on the pouch and packaging components or to the device in the packaging. It is unknown if the integrity of the sterile pouch was compromised. It is unknown what guidewire was used to complete the procedure. It is unknown if a picture of the foreign material.

Manufacturer narrative:
Complaint conclusion: when an emerald dgw .035 fc str 150 cm tef guidewire was taken out from its pouch, plenty of foreign material was confirmed inside the pouch. The foreign material was black, and seemed like some powder. Therefore, it was replaced with a new guide wire.  The procedure finished successfully. There was no reported patient injury. The product was not clinically used. The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The intended procedure was unknown. It is unknown if there were any damages noted on the pouch and packaging components or to the device in the packaging. It is unknown if the integrity of the sterile pouch was compromised. It is unknown what guidewire was used to complete the procedure. It is unknown if a picture of the foreign material is available. One non-sterile dgw .035 fc str 150 cm tef was received coiled and inside a plastic bag. None of its original packaging components were received. No foreign material or other anomalies were observed on the received device. The guide wire was reviewed under microscope and no foreign material or other anomalies were observed on the received device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.     The reported ¿packaging/ pouch/box - foreign material - in sterile package¿ could not be confirmed through analysis of the device as packaging components were not received. The exact cause of the event experienced by the customer could not be conclusively determined during the product analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the instructions for use, ¿do not use open or damaged packages.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.